Event description:
Please refer to report 0009613350-2019-00181.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item numbers is/are available. Event description: it was reported that patient received a total hip implantation on (B)(6) 2010 due to post traumatic coxarthrosis. Due to post traumatic tight conditions on the femur, it was decided to not to have a standard implant. Instead they implanted a revitan stem. Compared to preoperative period, there was a significant improvement of the symptoms slight residual medical conditions. On (B)(6) 2018 it led to sudden pain on the right hip and femur. Afterwards, patient was not able to strain so he met the doctor finally. Because of no pain improvement although having conservative therapy, patient was in the hospital on (B)(6) 2019 where they took x-rays. These x-rays showed that the stem was broken. Review of received data: x-rays dated (B)(6) 2019. Pelvic overview: inclination angle of the cup approximately 38 degrees. Right hip ap-view: breakage of the connection pin, proximal part of the stem medially tilted approximately 30 degrees. The distal part of the stem seems to be firmly fixed. Undamaged cerclage wires at the proximal area of the distal part of the stem. The bony structures at the level of the proximal half of the distal part of the prosthesis stem are widened and irregularly configured. Above the connection point of the modular prosthesis recognizable small rounded bone protrusion medial. Right hip lauenstein-view: the cerclage wires seems to be undamaged. Dorsomedial at the level of the proximal part of the stem no recognizable sufficient bony support. Primary surgical notes dated (B)(6) 2010: indication: with a modified proximal femur and expected difficulty in opening the medullary canal, a minimally invasive technique is avoided. Planned is a posterior approach or possibly a trochanter osteotomy. Procedure: the medullary cavity is - as expected - obliterated and ossified. Gradual refurbishment of the medullary cavity and finally boring. Rasp with a medacta scraps up to size 4 lateral. This results in the desired trochanter-minor cone distance of 57 mm, which corresponds to 1 cm extension of the right leg. When rinsing and sucking with the sucker suggests to a via falsa, which is most likely caused by initial opening. This is confirmed unfortunately with the bv. For this reason, change of procedure in favor of a long-shaft prosthesis (revitan). Fitting a fitmore cup 54 and placing a durasul inlay in acetabulum. Preparation of the medullary cavity, which is extremely wide. With the 24er revitan drill it can be worked out a cone in the lsthmus. Since only a 200-length and 24-gauge combination is available, striking a trial prosthesis 200/24 with a metaphysis 55. The trochanter-minor cone distance is as desired. Therefore definite impaction of the mentioned component with desired antetorsion of 15°. Trial reduction with an m head. No dislocation tendency observed. The trochanter fragment could be reduced without further tension. Therefore m-head is to put. Extensive rinsing with the jet lavage. For better modeling of the medial cortex, it is osteotomised below the lesser trochanter. Two double cerclages and a single cerclage through the metaphysis of the revitan is attached. Good adaptation of the trochanter and stable situation even under exercise. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Compatibility: compatibility check could not be performed as the ref numbers of the products were not reported. Correct implantation of the revitan straight stem is explained in surgical technique. Conclusion: 9 years after implantation of a right hip modular stem prosthesis (revitan), a sudden onset of right hip and femoral pain is reported. A trauma is not mentioned in the prehistory. At the time of reporting, an overweight (bmi 31.4) is documented in the male 58-year-old patient. The breakage of the stem during the hospital on (B)(6) 2019 mentioned in the report can be confirmed on the basis of the present x-rays of (B)(6) 2019. There are signs of a possible breakage of the connection pin. The distal part of the stem seems to be firmly fixed. Radiologically there are signs of a proximal femoral fracture at the time of primary implantation, the greater trochanter was secured by a cerclage wire. At the time of radiological examination, sufficient bony support is not evident medially in the proximal area of the head portion of the modular stem. Since there is no history of trauma, a combination of missing medial bony support, overweight, and activity of the relatively young patient may have contributed to the failure of the modular stem prosthesis. To get more information about the cause of the failure of the modular stem prosthesis, a detailed material technical examination of the prosthesis components would be required. The investigation results did not identify a non-conformance or a complaint out of box (coob). Therefore, based on the given information and the results of the investigation, the complaint could be confirmed, however, no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: therapy date: (B)(6) 2010: revitan proximal part, cylindrical, uncemented, 55, taper 12/14, item# 01.00402.055, lot# 2572304. Unknown fitmore cup size 54, item# unknown, lot# unknown. PMA/510k: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723 x-rays and surgical reports were received and will be reviewed as part of ongoing investigation. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient had initial total hip implantation of revitan stem on (B)(6) 2010 due to a post traumatic coxarthrosis. Sudden pain on the right hip and femur was noticed on (B)(6) 2018. On (B)(6) 2019 hospital x-rays indicated that the stem was broken. Attempts to obtain additional information have been made; however, no more is available.